Event description:
Ous MDR - a hematoma developed after the implant. This is all of the available information provided to us. There was no indication of any intervention. The event date was not provided. All available information suggests this device remains actively implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the hematoma was not device related.